Event description:
It was reported that a patient implanted wtih an impella cp experienced bleeding and a hematoma in the right groin. A femostop was used to obtain hemostasis and multiple blood products were transfused. The pump was surgically removed via cut down, the hematoma was evacuated, and the vessel was repaired. A new impella cp was implanted to continue supporting the patient.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. Investigation summary: major bleed/ hematoma: the cause of the injury is most likely use related since significant bleeding and hematoma to right groin was noted upon arrival to intensive care unit from catheterization lab. Device history review: the pump passed all the post sterile inspection checks.